Manufacturer narrative:
Based upon the available information, the most likely root cause of the loss of seal in the distal area was off-label usage of an aortic extension used as a limb extension. The aortic extension was used due to off-label iliac artery anatomy. There were no user or procedure related issues. At the completion of the clinical assessment, there was evidence to support the following: unsuccessful endovascular repair of an iliac endoleak. The reported right common iliac artery endoleak type ib was refuted, rather the operative note indicated a significant left iliac artery endoleak. Associated clinical harms for this device failure included: an unknown endoleak and an unsuccessful endovascular procedure. The known final patient disposition was to be awaiting consultation to address the persistent endoleak. Device was not returned, therefore, sample evaluation was not completed. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension and two infrarenal aortic extensions. The infrarenal aortic extensions were implanted in the left and right iliac arteries as limb extensions. A follow up computed tomography (CT) in (B)(6) 2017, showed the patient had a type 1b endoleak from the right common iliac artery. The physician observed the limb extension was compressed causing blood flow to leak into the aneurysm sac, there was no aneurysm sac growth observed. The physician elected to implant an ovation limb extension to seal the endoleak. At the completion of the secondary intervention there was an endoleak remaining. The physician is going to refer the patient to another physician for additional treatment. To date a secondary intervention has not been reported to endologix.